Event description:
After an attempt to cross a very calcified superficial femoral artery (sfa), the outback was removed from the pt and the tip broke-off. The operating physician knows the product very well, since he was one of the initial investigators in developing this technology. The physician indicated that the vessel calcification might have contributed to the event. There was no pt injury and another product was utilized to attempt to cross the lesion. The product is expected, but to date it has not been received.

Manufacturer narrative:
The tip outback catheter sheared off after attempted use in the pt. The dr was able to retrieve the tip. Pt not harmed. The MFR of the re-entry catheter is outback ltd. The product was requested by the account. The event occurred during an electrophysiology procedure. In the opinion of the electrophysiologist, this event would be considered unanticipated by the average interventionalist or not listed in the current labeling of the device. The pt involved with this event was a primary prevention. The device failed (e.g. Broke, couldn't get it to work or stopped working). The pt's ethnic background was unk. Additional info will be submitted in 30 days.